Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed and analysis did not confirm the allegation. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was twisted in pocket due to suspected twiddler's syndrome. The device was explanted and was replaced. The patient was then treated with intravenous medication. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was twisted in pocket due to suspected twiddler's syndrome. The device was explanted and was replaced. The patient was then treated with intravenous medication. No additional adverse patient effects were reported.